Event description:
It was reported that the right ventricular (rv) lead had high thresholds and no capture one day post implant. It was noted that the rv lead had dislodged during or after atrio-ventricular node ablation. The pocket was opened and the rv lead was repositioned with normal function. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.